Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the feeding pump has no audible alarm. There was no reported patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the feeding pump has no audible alarm.¿ the unit was triaged and the reported condition was confirmed. Visual inspection found that component u14 in the audio circuit was damaged, resulting in bent leads, lifted pads, and torn traces. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.